Manufacturer narrative:
A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
During servicing we identified a faulty pressure sensor and a faulty sear which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
During servicing we identified a faulty pressure sensor and a faulty sear which constitutes a reportable malfunction. There was no patient involvement.